Manufacturer narrative:
Concomitant therapies: juvéderm® ultra plus xc. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "angioedema and subcutaneous nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Precautions: ¿ patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with 2 syringes of juvéderm voluma® xc in the cheeks and 1 syringe of juvéderm® ultra plus xc in the marionette lines and nasolabial folds, the patient developed angioedema and subcutaneous nodules 5 months after injection. Symptoms were below the cheeks, nasolabial folds, and marionette lines. Patient was treated with steroids and a medrol dosepak. Patient also visited the emergency room because of the angioedema. Patient has (B)(6) and was taking nexium, flonase, and restasis concomitantly. Patient was also using the "vivelle patch." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00503 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm voluma® xc.

Manufacturer narrative:
Additional information: b.5., b.7., h.6.

Event description:
Further information from the healthcare professional indicated symptoms have resolved with the exception of the lesions bilaterally on the marionette lines. Healthcare professional also mentioned patient "took a year off to take harvoni for hepatitis c" for which patient has a history of.

Manufacturer narrative:
Medwatch sent to FDA on 07/20/2016. Additional information: b.5.

Event description:
Further follow up from the healthcare professional indicated patient was also treated with hyaluronidase to the "multiple sites of nodules." Physician considers the symptoms related to the dermal filler. Patient is "still having symptoms, but is improving with hyaluronidase treatments" and healthcare professional will continue to monitor until resolution.

Manufacturer narrative:
The previously submitted medwatch follow up report was incorrectly submitted as follow up number 2 instead of follow up number 1. This medwatch follow up report represents the correct follow up number 2 report. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all. The manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection with 2 syringes of juvéderm voluma xc in the cheeks and 1 syringe of juvéderm ultra plus xc in the marionette lines and nasolabial folds, the patient developed angioedema and subcutaneous nodules 5 months after injection. Symptoms were below the cheeks, nasolabial folds, and marionette lines. Patient was treated with steroids and a medrol dosepak. Patient also visited the emergency room because of the angioedema. Patient has hepatitis c and was taking nexium, flonase, and restasis concomitantly. Patient was also using the "vivelle patch." Symptoms are ongoing. Further follow up from the healthcare professional indicated patient was also treated with hyaluronidase to the "multiple sites of nodules." Physician considers the symptoms related to the dermal filler. Patient is "still having symptoms, but is improving with hyaluronidase treatments" and healthcare professional will continue to monitor until resolution.

Manufacturer narrative:
Medwatch sent to FDA on 8/9/2016. Additional information: b.2. Corrected data: g.7. The previously submitted medwatch follow up report was incorrectly submitted as follow up number 2 instead of follow up number 1. This medwatch follow up report represents the correct follow up number 2 report. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all. The manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. No deviation, anomaly complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported after injection with 2 syringes of juvéderm voluma® xc in the cheeks and 1 syringe of juvéderm® ultra plus xc in the marionette lines and nasolabial folds, the patient developed angioedema and subcutaneous nodules 5 months after injection. Symptoms were below the cheeks, nasolabial folds, and marionette lines. Patient was treated with steroids and a medrol dosepak. Patient also visited the emergency room because of the angioedema. Patient has hepatitis c and was taking nexium, flonase, and restasis concomitantly. Patient was also using the "vivelle patch." Symptoms are ongoing. Further follow up from the healthcare professional indicated patient was also treated with hyaluronidase to the "multiple sites of nodules." Physician considers the symptoms related to the dermal filler. Patient is "still having symptoms, but is improving with hyaluronidase treatments" and healthcare professional will continue to monitor until resolution.

Event description:
Additional follow up with the injector revealed there has been ¿much improvement noted to cheeks and nasolabial folds¿ and ¿less swelling and less nodules¿ were observed. Healthcare professional will continue hyaluronidase treatments to marionette lines bilaterally until resolution.

Manufacturer narrative:
Medwatch sent to FDA on 9/1/2016. Additional information: b.5.